Event description:
Surgeon was getting ready to suture when he noticed the tip of the xi 8mm large needle driver was not aligned. No harm was inflicted to the patient and the instrument was taken out of the sterile field. A new xi needle driver replaced the defective one.